Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he was only able to do rewind and fill with the insulin pump and could not do anything. The customer also reported that he received a battery out limit. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was assisted clearing the battery out limit alarm. The customer was assisted in troubleshooting for the rewind and fill issue. The customer stated that the issues were resolved during troubleshooting. The insulin pump will not be returned for analysis.